Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 04/2014 - initial use. Electrode belt (B)(4): 08/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4).

Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The pt was conscious at the time o f the event. A review of the downloaded data confirms that the response buttons were pressed prior to treatment delivery. The pt went to the hosp following the event and will continue wearing the lifevest.